Manufacturer narrative:
The appropriate device code in h6 section is "no apparent device problem", as it was not available in the list of codes, "appropriate term/code not available" was put instead. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation. Complaint was identified from a confidential customer survey; therefore, hospital information was not available. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, as per customer feedback, when using this swan-ganz catheter, arrhythmias were observed. No further information available. There is no allegation of patient injury. Patient demographics were unable to be obtained.